Event description:
It was reported that one month post implant, the right atrial lead had high threshold with inconsistent capture. Chest x-ray and fluoroscopy demonstrated the tip of the atrial lead had dislodged from the atrial appendage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (B)(6) 2013; 4092 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.